Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was electrolyte leakage in the capacitor. Hybrid analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The depleted battery was the result of a high current drain resulting from a dendrite under dvdd- c15. When the dendrite was removed, nominal current drain was restored. Analysis of the hvc confirmed electrolyte leakage due to an insufficiently welded fill port. The electrolyte leakage was the root cause that enabled the foreign material and dendrite (and subsequent depleted battery). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated prior to implant. The device was not implanted. There was no patient involvement.